Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter, the patient's blood glucose results were 12.0, 9.3 and 6.8mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.